Event description:
Information was received from a patient regarding an external device.the reason for call was patient reported they were having issues charging their implant and the issue began probably 10 days ago. Patient stated for the last 10 days every time they charged their implant the controller screen would go white or black and they would have to reset the controller. Patient also stated it was very slow when charging the implant and it took them hours to get the implant charged. Patient mentioned they had a problem that said it couldn't do the intensity that they had set but they hadn't set it that high. Patient spoke to medtronic representative horne this morning and was scheduled to meet with the representative tomorrow for reprogramming. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green solid light was above the screen. Controller showed 100% and implant 50%. Agent instructed patient to start a charge session; implant was recharging with excellent quality. After a few minutes, patient mentioned the controller screen went white with an orange the issue was not resolved. A request was sent to repair to replace the controller and li battery pack.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, patient mentioned that when they set their group a,b,c and d at 7.9 and 8.1 they got a message that it couldn't function in these settings. Patient met their manufacturer representative (rep) and the rep reprogrammed the device in their on his computer. Patient mentioned that the issue has been resolved on the old controller itself but since they received the new controller they returned the old controller. Patient also mentioned that they didn't got new battery pack along with new controller.